Manufacturer narrative:
No report of patient involvement. A ge healthcare biomed performed a checkout of the equipment and confirmed the reported complaint. The flow sensor diaphragm was stuck to the top of the flow sensor housing. The defective flow sensor was replaced to resolve the issue.

Event description:
The hospital reported the unit was alarming for apnea. There was no report of patient involvement.